Event description:
Note: this is one of two reports related to two devices used during the same procedure. Please refer to MFR. Report # 3005099803-2014-01962 and MFR. Report # 3005099803-2014-02017 for the associated device information. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) with esophageal variceal band ligation and injection sclerotherapy procedure performed on march 05, 2014. Reportedly, the patient was experiencing hematemesis, had a history of alcoholic cirrhosis and portal hypertension with bleeding varices, and a previous esophageal banding procedure in (B)(6) 2013. The patient had been on propranolol therapy prior to the procedure. According to the complainant, during the procedure, the first speedband device was placed in the esophagus, the varix was aspirated into the ligator housing but the band failed to deploy. The varix was released without incident and the device was withdrawn. A second speedband device was used and successfully deployed 2 bands; however, the third band failed to deploy. As the varix was released, it started to bleed. The endoscope and device were withdrawn and the patient was intubated to aspirate the blood. The patient was intubated successfully. Sclerotherapy injection of ethanolamine was given to resolve the bleeding; however the bleeding did not completely stop. Another speedband device was used to completed the procedure and after the additional bands were placed, it did appear that the bleeding had fully stopped. According to the physician, the patient was given 4 units of packed red blood cells, 2 units of fresh frozen plasma and 1 unit of platelets due to the severity of the bleed. No other complications resulted from this event. The patient remained intubated following the procedure and was discharged on (B)(6) 2014 to a long term care facility.

Manufacturer narrative:
Reported event of bands failed to deploy. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.